Manufacturer narrative:
The investigation is ongoing. Device discarded at the hospital.

Event description:
During a tmvr procedure using a 26mm sapien 3 ultra resilia valve, the valve would not advance through the e-sheath due to peripheral tortuosity. The operator had to remove the e-sheath because the valve was lodged inside the sheath. Per the report, the operator attempted to implant a transcatheter heart valve (thv) into a surgical valve. There was peripheral tortuosity noted and the operator decided to place the e-sheath before crossing the septum. The team successfully crossed the septum and normal protocol was followed in accordance with the procedure. The operator proceeded to insert the valve and delivery system (ds) into the e-sheath and encountered high push forces. After observing under fluoroscopy, the operator noticed that the valve was lodged inside the sheath and would not move. The decision was made to remove the valve and ds from the sheath. The heart team asked to prep another valve and ds while they placed a 24fr gore dry seal sheath. The operator successfully implanted the thv using the dry seal sheath.

Manufacturer narrative:
The 26mm sapien 3 ultra resilia valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and the following was observed: the valve struts punctured through the sheath shaft, and bent struts were observed on the valve outflow side. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, step-by-step instructions on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in the default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push the delivery system closer to the sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If the push force is too high or valve and sheath are damaged or the valve is still stuck, remove the valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "the valve would not advance through the e-sheath due to peripheral tortuosity. The operator had to remove the e-sheath because the valve was lodged inside the sheath due to peripheral tortuosity". Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, as reported, the patient's access vessel had the presence of tortuosity. The presence of tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement; thus, additional manipulation was applied to overcome the resistance. If excessive force is applied to manipulate the device, it can lead to the valve struts interacting with the sheath shaft and resulted in the reported valve strut damage at the inflow. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra) and a CAPA.